Manufacturer narrative:
Due to no similar failures found in the DHR review, inability to confirm failure mode due to no product returned and no other product available from lot to review , and no similar complaints within an 18-month period, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with the complaint was received. The product received was analysed by an external laboratory (critt). This analysis concluded that the failure of this stem is not due to a metallurgical anomaly. Product code 3l92510, work order (B)(4) was manufactured on 03 feb 2012. The 12 parts were manufactured per specification and all raw materials met specification. The external laboratory (critt) evaluation did not identify the failure as having been material or manufacturing related. Based on previous investigations, see dva-106415-hhe and CAPA (B)(4). Additional corrective actions not indicated at this time. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient felt pain on the right hip , x-ray image shows the prosthesis is in loose. The surgeon checked the image and found that the distal part of the prosthesis was broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.